Event description:
Attorney reported: (B)(6) 2007, patient underwent ventral incisional hernia repair. In (B)(6) 2009, patient presented to hospital suffering from abdominal pain, a bowel obstruction, and fever. Upon evaluation the patient was taken to surgery where the mesh was excised. Patient was discharged a few days after admission. Patient has suffered and will continue to suffer physical pain. Patient suffered serious and permanent injuries, pain and suffering.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. It is unknown whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.